Event description:
It was reported that the device does not fit properly on the handpiece. There was no impact to the patient at the time of report. Additional information received as bearings misaligned found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the allegation of difficulty to mount the handpiece could not be confirmed. However it was found that the bearings were misaligned. B3:date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further I nformation is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.